Event description:
It was reported that high voltage lead impedance, extended charge time and inappropriate therapy was observed. Technical services discussed that this was indicative of a damaged lead. An output anomaly was discussed after reviewing the egms. The lead was replaced.